Event description:
In this event it is reported that the patient experienced an allergic reaction to the non template aligner arch. They experienced bad blisters on the gums, discomfort and discontinued use of the aligners.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The evidence provided (allergic reaction checklist) shows that the patient reports allergies to seafood and penicillin, presenting symptoms such as gum blisters and swelling. The patient also indicates that no reaction testing was performed on the devices (aligners). After reviewing the records generated during the manufacturing process (DHR), the incoming inspection records, and evidence provided (allergic reaction checklist and return), we found no evidence or deviation in the records reviewed, indicating that the defect could have been generated during the manufacturing process. No evidence of the reported event has been provided should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.